Manufacturer narrative:
The reported complaint was confirmed. During testing of the device at the service center, the service repair technician (srt) was not able to duplicate the reported issue. The srt observed the central control monitor (ccm) to function properly. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the central control monitor (ccm) to perform as intended. The pst powered on and off to a fully functioning splash screen 10 times in both ambient and cold temperatures. He opened the unit and observed a moderate amount of dust inside.

Manufacturer narrative:
Per the field service representative (fsr), the issue was experienced while the customer was performing the user 5-minute battery test during setup. The fsr could not recreate the error message. She replaced the ccm. The unit operated to the manufacturer's specifications. The suspect device was returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) displayed a 'disk boot failure, insert system disk and press enter' message. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.